Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and cracked belt clip slot.

Event description:
Customer reported that the buttons of the insulin pump were sticking and it was very difficult to go up or down. Customer stated that she did not recall any alarms. Blood glucose level was 268.2 mg/dl at the time of the call. No further information was provided.